Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No motor error alarm was noted. The motor passed motor test. The pump passed idle current test, run current test, self-test, off no power test, error test, basic occlusion test, displacement test and rewind. The pump was unable to perform occlusion test and no delivery test due to prime anomaly. The pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 290 mg/dl. The customer stated that he took a correction bolus and received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.